Manufacturer narrative:
Section h4: additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported atrial fibrillation could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2020 due to atrial fibrillation. The patient had a pulmonary vein isolation performed on (B)(6) 2020 and was discharged on (B)(6) 2020 with sinus rhythm. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6)2016. Cardiac arrhythmia is listed in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a scheduled hospital admission on (B)(6) 2020 due to persisting atrial fibrillation. A planned pulmonal vein isolation was performed on (B)(6) 2020. The patient was discharged on (B)(6) 2020 with sinus rhythm. The arrhythmia did not result in clinical compromise (e.g. Diminished vad flow, oliguria, pre-syncope, or syncope). The arrhythmia was sustained, persisting atrial fibrillation. The patient did not have an implantable cardioverter defibrillator (ICD). The patient had a device implanted on (B)(6) 2015. The ICD was explanted on (B)(6) 2016 due to pocket infection. No new device was implanted.